Manufacturer narrative:
(B)(4). The product was not returned to the manufacture for evaluation. (B)(4). [Known product problem documented in the product (IFU) labeling]. Product description: the pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one palatal implant was removed approximately (B)(6) months post-implant. The patient reportedly experienced pain and/or difficulty swallowing subsequent to implant migration and partial extrusion. The soft palate was injected with 2cc lidocane and epinephrine; a curved hemostat was then used to remove the implant. Three implants remain implanted.